Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 2000mcg/ml baclofen at an unknown dose via an implantable infusion pump. It was reported that the pump was interrogated and showed that the pump had been empty since (B)(6) 2018. It was reported that the facility may not have heard the alarm due to other sounds in the environment. The managing physician plans to see the patient this month. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient was in the clinic today ((B)(6) 2020) and the managing physician was wanting to permanently shut down the pump. The pump off code was requested. It was confirmed that they understood the permanence of this and that the stop pump mode/minimum rate were not applicable. The hcp was aware of the empty pump occurring on (B)(6) 2018. The pump off passcode was provided. Additional information was also received from a physician on (B)(6) 2020. It was noted that the empty pump had been resolved as the patient was seen on (B)(6) 2020. It was further noted that following history and assessment, it was felt that the pump was no longer required. The patient¿s weight at the time of the event was described as having been approximately (B)(6) per a chart note dated (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no caretaker or nurse from the facility heard an alarm at any point. It was also reported that the empty pump was due to the patient being transferred to a different facility where the patient¿s caretaker was unable to get them to their refill appointments. It was noted that all provided information had been confirmed with the physician. No additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the cause of the alarm not being heard was due to too much surrounding noise. Other than the nurses at the care facility, no one heard the alarm sounding. The provided information was confirmed with the physician/account. No further complications were reported.